Event description:
It was reported that: the physician performed the main cfa access with ultra sound on the left side of the patient. The puncture was done without issues and the location was confirmed with fluoroscopy prior to the procedure. The access was a higher access site in the cfa just above the bifurcation. He then proceeded to measure the depth of the artery in relation to the skin for the manta closure at the end of the procedure. The tavi procedure was conducted with success. The measure taken at skin level was 5.5 confirmed 2 times and so he exposed the anchor and deployed the manta at 6.5. All the steps for the manta deployment were done properly, but there was some oozing at skin level post deployment. Also, there was a bit of extravasation at the puncture site under fluoroscopy. Manual compression was held for 10 minutes before redoing another femoral shot , there was still extravasation at the artery level and a bit of oozing at skin level, but less than before. The did another manual compression for 10 minutes with the same result. They then decided to have a vascular surgeon investigate and do a cut down as they suspected that the manta was deployed outside of the artery. They found the manta deployed in the tissue track between the artery and the skin. Everything was retrieved: anchor, suture, collagen and marker as a whole. At that time the access had reached hemostasis and no action was needed. The surgeon proceeded to close the skin. The patient did not suffer any consequence of this event and is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician performed the main cfa access with ultra sound on the left side of the patient. The puncture was done without issues and the location was confirmed with fluoroscopy prior to the procedure. The access was a higher access site in the cfa just above the bifurcation. He then proceeded to measure the depth of the artery in relation to the skin for the manta closure at the end of the procedure. The tavi procedure was conducted with success. The measure taken at skin level was 5.5 confirmed 2 times and so he exposed the anchor and deployed the manta at 6.5. All the steps for the manta deployment were done properly, but there was some oozing at skin level post deployment. Also, there was a bit of extravasation at the puncture site under fluoroscopy. Manual compression was held for 10 minutes before redoing another femoral shot , there was still extravasation at the artery level and a bit of oozing at skin level, but less than before. The did another manual compression for 10 minutes with the same result. They then decided to have a vascular surgeon investigate and do a cut down as they suspected that the manta was deployed outside of the artery. They found the manta deployed in the tissue track between the artery and the skin. Everything was retrieved: anchor, suture, collagen and marker as a whole. At that time the access had reached hemostasis and no action was needed. The surgeon proceeded to close the skin. The patient did not suffer any consequence of this event and is doing fine.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A female patient presented to the or for a tavi. Ultrasound guidance was utilized to gain a centrally positioned access and confirmed via fluoroscopy prior to the procedure. The access was a top stick, above the bifurcation, in the left common femoral artery. Arteriotomy was approximately 6.4mm, with mild calcification, and small diffuse plaque on vessel walls, with a measured depth of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Proceeding with the tavi procedure, an 18f manta was deployed for closure to the measured depth. Following deployment, oozing was present on the skin surface. A fluoroscopy indicated extravasation at the access site. Manual pressure was held for ten minutes and a follow-up fluoroscopy extravasation at the access and oozing on the skin surface continued, although lessened. Manual compression was held for another ten minutes, with the same result. The vascular surgeon was called in for surgical intervention. During the surgical cut-down, the manta was seen within the tissue tract. The manta was explanted, and the surgeon sutured the vessel for closure. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed, and tract deployment is a known risk. The severity of harm is ranked at a 4 based on the local surgical repair required at the vessel access site arteriotomy. Due to insufficient information regarding the initial and deployment procedures, patient condition and environments, and no angiograms or device submitted for this investigation, the root cause of the tract deployment remains undeterminable. The manta instructions for use potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appeared to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.